Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent thoracolumbar spine surgery due to lumbar fractures. Intra-operatively the set screw slipped. The set screw was completely explanted and no patient complications were reported as a result of the event.